Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of being tired. It was identified that the right ventricular (rv) lead exhibited high th resholds, low impedance, undersensing, and inappropriate pacing. The rv lead was reprogrammed, capped and replaced. No further patient complications have been reported as a result of this event.